Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-boston scientific stent was implanted. In (B)(6) 2023, in stent restenosis was noted. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 5 atmospheres for around 15 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications.